Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. A review of the logfile shows an aborted procedure. Majority of procedures that day showed docking issues but no technical problem. No issues can be identified which could have contributed to the reported issue. The treatment report does not show any abnormal figures in regard of used settings and the treatment screenshot appears normal. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested.

Event description:
A site representative reported an incomplete connector on a patient's left eye. This was seen during tunnel creation for a corneal inlay. The procedure was completed successfully. Additional information has been requested.